Event description:
It was reported that the 9900 system failed to boot-up before the case. The 9900 system had to be removed and the procedure was completed with another system. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. Loose mounting nuts for main frame power supply and a bad connector was found during the service call. These issues were corrected. The system was tested and found to be working as intended and put back into the service.